Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door he found fluid leaking. The cycler had alarmed for supply bag blockage and scale reading errors during treatment. The set was discarded. During follow up the patient reported that his effluent has remained clear and he did not have any signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.